Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-00835. It was reported that patient did not receive effective therapy from the scs system. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-00835. Additional information identified that surgical intervention was undertaken to have the scs system explanted.